Manufacturer narrative:
Based on the claim against the product by the customer noting arms were slow to respond to surgeons motions an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The field service engineer tested the system and contacted the robotic coordinator who stated that no one else reported any issues. The system was tested and verified as ready for use. The complaint regarding arms were slow to respond to surgeons¿ motions was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the surgeon stated that the arms were slow to respond to surgeon motions. The surgeon said it feels like there was a lag. The surgeon lost control of arm 1 and arm 1 started shaking. Site had an issue with arm 2 which had the endoscope and it was locking up on arm 2 and surgeon wasn't able to move the arm 2 in or out and the tech had to manually move the arm in and out in the field. The site rebooted the system and now it seemed to be working appropriately. No errors were found in the logs. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the davinci coordinator informed the issue was resolved. The field engineer came out and checked the machine. They both did not see any lag in the arms, everything moved like it should, and the foot pedals were cleaned and in working order. As for the case, it was finished robotically.